Event description:
It was reported that the device exhibited error code 460111. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg 3/26/2024 one device was returned for evaluation. Visual inspection revealed a scratched lcd lens, missing green led light, bubbled downstream occlusion (dso) seal, and worn upstream occlusion (uso) seal. No evidence was found in the event history log. Functional testing was unable to replicate the reported issue; no error code was found on the device. No further action was taken as no problem was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.